Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in sao goncalo, brazil: according to the above history, the infusion took place exactly as scheduled.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion / operating unit." According to customer: "infusion pump with blood component. Scheduled at 12:14 pm 293 ml / 2hs with flow 146.5 ml / h. At 14:05 pm the infusion pump showed on the display 284 ml of total volume infused, but the pouch apparently had the volume in half." "